Event description:
Received information stating patient was experiencing high bg's.

Manufacturer narrative:
Reporter did not want to troubleshoot as she believed to have known what the issue was. Should new information become available, a follow up MDR will be submitted.